Event description:
At a refill, the pump was supposed to have 2cc in the reservoir, but there were 12cc. The pt had no symptoms. The physician did a catheter dye study and everything "checked out". He did not perform a rotor study. The pump was replaced. There was reported to be no pt injury. The pt was "doing fine". The device system was used to deliver dilaudid (10mg/ml at 13mg/day).

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.